Event description:
The customer contact reported an inability to deliver medication through the clave port. The clave port was accessed with an unspecified microbore tubing set to deliver an unspecified antibiotoc. After and unspecified length of time in use, the nurse noted the antibiotic would not flow and observed the poppet of the clave was wedged inside the port. The set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.